Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside knee anterior cruciate ligament (acl) reconstruction surgery using autograft quad tendon while inserting the graft in the tibial tunnel and tightening the tight rope (ar-1588rtt2), the loop of the button tore, and the surgeon eventually had to anchor the thightrope strings with a swivelock 4.75 device (ar-2324bcc). Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.